Manufacturer narrative:
Section d9: device available for evaluation: yes date returned to manufacturer: 09 july 2024 section h3: device evaluated by manufacturer: yes device evaluation: customer photos were provided and the photo of the lens was evaluated. The picture shows an eye being implanted with an intraocular lens claimed to be a tecnis eyhance iol preloaded in the simplicity delivery system (model dib00). The photo shows a lineal scratch/crack-like mark. Per the mark location, it can potentially cause visual distortions in the event the lens remains implanted; however, the definitive clinical impact as well as the incident potential root cause cannot be determined from a picture assessment. Photos of the suspect cartridge were evaluated. The photos displays the cartridge in a plastic holder. Based on picture quality, no issues could be identified. Device was received and visually inspected. It was noticed that the plunger rod was partially advanced. The cartridge was not damaged nor was the cartridge tip. Viscoelastic residue was not distributed through the entire length of the cartridge. The lens module was inspected and no damage or viscoelastic residue was identified. The device assembly was inspected and no issues were identified. The plunger rod advancement was evaluated and no resistance was evaluated. No lens was received for evaluation. The complaint issue "cosmetic issues" was identified during photo evaluation; however, the complaint issue "cartridge tip cracked/damaged" was not identified during photo or product evaluation. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after intraocular lens (iol) was implanted, a scratch was found on the surface of the iol. Tip of injector was found to be rough. Iol remains implanted in patient's eye. No further information available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: explant date: not applicable, as lens was not implanted. Therefore, lens was not explanted. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.